Event description:
It was reported the patient was not receiving consistent stimulation on the right side. Diagnostic testing revealed multiple low impedances. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention where his ipg was replaced with a new one which resolved the issue.

Manufacturer narrative:
(B)(4). Correction/removal numbers: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.